Event description:
It was reported the patient had a return of symptoms and tremor after the right side was reprogrammed. The patient was programmed to group b with a higher frequency. The left side was programmed to 2+, 3- at 4v, a pulse width of 60 and a rate of 170 hz. When the healthcare professional (hcp) went back to program the left side after the return of symptoms, the lead configuration, voltage, pulse width, and rate were erased. There were no messages or error codes displayed on the clinician programmer. The hcp attempted this three different times and all three times the left programming was erased. After the third attempt, the hcp was able to program both sides. The left side was programmed to 2+, 3- at 4v, a pulse width of 60 and a rate of 170 hz. The right side was programmed to 8+, 9- at 2v, a pulse width of 60, and a rate of 170 hz. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# va0gds4, implanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, lot# va0670cv02, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).